Manufacturer narrative:
Retainer ring = black. On 10/27/2021 the customer alleged power loss alarm, failed battery test alarm, and unresponsive keypad/button alarm. The test p-cap locks properly in place in the reservoir compartment noted. All buttons function properly. Device was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the device history found: replace battery now alarm on 10/21/2021 at 03:53:00, 04:03:00, on 10/24/2021 at 21:15:00. Power loss alarm on 10/21/2021 at 06:55:54, on 10/24/2021 at 21:28:12, 21:28:23, on 10/27/2021 at 14:26:38, 14:26:48, failed battery test alarm on 10/21/2021 at 06:44:55, 06:54:00, on 10/24/2021 at 20:57:41, 20:58:50, 21:00:46, 21:01:23, 21:02:06, 21:06:09, 21:07:48, 21:15:13, 21:24:23, on 10/27/2021 at 10:19:35, 10:29:00, 11:19:00, replace battery alarm on 10/21/2021 at 03:22:00, 03:32:00, on 10/24/2021 at 20:44:00, 20:54:00, low battery alarm on 10/20/2021 at 17:51:00, on 10/24/2021 at 11:13:00, insert battery alarm on 10/21/2021 at 06:45:08, on 10/24/2021 at 20:56:58, 20:58:01, 20:59:13, 21:00:57, 21:01:35, 21:02:14, 21:06:49, 21:14:47,1 21:24:04, 21:25:10. On 10/27/2021 at 10:19:34, 11:17:41, 14:23:35. Device passed self test, sleep current measurement, active current measurement and displacement test. No unexpected replace battery now, replace battery, low battery, insert battery, failed battery test, and power loss alarms during testing. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history files on 12/08/2020 at 18:56:08. Device passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device received with cracked case above arrow and battery and pillowing keypad overlay identified during the visual inspection. In summary, insulin pump passed required testing. Customer alleged for failed battery test alarm was not confirmed. Customer alleged for power loss alarm was not confirmed. Stuck button alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had replace battery alert after changing battery three times. Customer stated that insulin pump had battery failed alarm. During troubleshooting insulin pump had not received battery failed alarm. Customer stated that insulin pump had unresponsive up and down arrow buttons. But buttons were responding after troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.